Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: screw deviated and set screw has come off procedure performed: posterior spinal fusion (psf) levels implanted: s2 post op, the reported set screw that was on right s2 deviated and backed out completely. As a result of this, patient underwent revision surgery for its replacement.